Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri battery status three months prior. The patient is scheduled to go out of town before the ICD can be removed and there is concern for the patient's safety as the ICD appears to be depleting prematurely.